Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation but one electronic photo was provided for review. The photo shows an vaccess packaging label. None of the device can be seen in the photo. Balloon rupture, balloon detachment, and retraction issue was inconclusive for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80124. Pta balloon dilatation catheter allegedly experienced material rupture, retraction problem, and detachment of device or device component. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.